Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (300 mcg/ml at 84.87 mcg/day) and bupivacaine (1.2 mg/ml at .3395 mg/day) via an implantable infusion pump. It was reported that the pump stalled on (B)(6) 2018 at 12:54 am and did not restart. Interrogation of the logs was performed and showed that the estimated replacement indicator was in 4 months. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report but a replacement surgery was planned. No symptoms were reported and the patient was reported to be alive with no injury. No further complications have been reported as a result of this event.